Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("hypermenorrhea: abnormally heavy menstrual bleeding, blood clots") and anaemia ("anemia") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didnot undergo an essure confirmation test". The patient's previously administered products included for birth control: depo provera. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2013, the patient experienced uterine enlargement ("uterus was enlarged"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), anaemia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("abnormally severe menstrual pain"), cystitis ("chronic infections/infection bladder"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), depression ("depression "), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain ("abdomen pain"). The patient was treated with blood transfusion, auxiliary products and surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia, anaemia, vaginal haemorrhage, dysmenorrhoea, cystitis, urinary tract infection, uterine enlargement, vaginal infection, depression, anxiety, migraine, headache, dyspareunia, vaginal discharge, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, urinary tract infection, uterine enlargement, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient underwent several blood transfusions for anemia. On (B)(6) 2013, she underwent total abdominal hysterectomy due to hypermenorrhea and anemia, during which her uterus and cervix were removed. Since her surgery, patient's symptoms have mostly resolved, though some remain. Current weight 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.64 kgs. Unspecified examination in (B)(6) 2013: her uterus was enlarged. Most recent follow-up information incorporated above includes: on 5-jul-2018: events: abnormal bleeding (vaginal, menorrhagia),infection (bladder/ urinary tract/vaginal), psychological or psychiatric problems, depression, anxiety migraines / headaches, dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, did not have confirmation test performed following insertion of essure micro-inserts nos were added. Historical drug were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('hypermenorrhea: abnormally heavy menstrual bleeding, blood clots') and anaemia ('anemia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didnot undergo an essure confirmation test". The patient's previously administered products included for birth control: depo provera. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2013, the patient experienced uterine enlargement ("uterus was enlarged"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria hospitalization, medically significant and intervention required), anaemia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("abnormally severe menstrual pain"), cystitis ("chronic infections/infection bladder"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), depression ("depression "), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain ("abdomen pain"). The patient was treated with blood transfusion, auxiliary products and surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the heavy menstrual bleeding, anaemia, vaginal haemorrhage, dysmenorrhoea, cystitis, urinary tract infection, uterine enlargement, vaginal infection, depression, anxiety, migraine, headache, dyspareunia, vaginal discharge, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, migraine, urinary tract infection, uterine enlargement, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient underwent several blood transfusions for anemia. On (B)(6) 2013, she underwent total abdominal hysterectomy due to hypermenorrhea and anemia, during which her uterus and cervix were removed. Since her surgery, patient's symptoms have mostly resolved, though some remain. Current weight 175 lbs. Essure removal date provided in pif : (B)(6) 2016 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.64 kgs. Unspecified examination in (B)(6) 2013: her uterus was enlarged. Most recent follow-up information incorporated above includes: on 23-jun-2021: mr received : reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("hypermenorrhea: abnormally heavy menstrual bleeding, blood clots") and anaemia ("anemia") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced uterine enlargement ("uterus was enlarged"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), anaemia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain") and infection ("chronic infections"). The patient was treated with blood transfusion, auxiliary products and surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia, anaemia, dysmenorrhoea, infection and uterine enlargement outcome was unknown. The reporter considered anaemia, dysmenorrhoea, infection, menorrhagia and uterine enlargement to be related to essure. The reporter commented: patient underwent several blood transfusions for anemia. On (B)(6) 2013, she underwent total abdominal hysterectomy due to hypermenorrhea and anemia, during which her uterus and cervix were removed. Since her surgery, patient's symptoms have mostly resolved, though some remain. Diagnostic results: unspecified examination in (B)(6) 2013: her uterus was enlarged. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.